Event description:
The alert was triggered for a measured impedance > 130 ohms. The patient also had a high variability of r-wave amplitudes as such this appears to be related to the clinical content. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)